Event description:
It is reported that a customer has been receiving bad sensor alarms on their insulin pump. The pt's blood glucose was at 110 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced in the proper site on the abdomen. The customer was educated on the proper taping and insertion technique of the sensor. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.